Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted with a lead and two extension on (B)(6) 2011. Everything went well during the test, impedances were okay, and the patient was well stimulated. On (B)(6) 2011 the neurostimulator was implanted. There were no issues placing the implant; however, an impedance test revealed all impedances >40,000 ohms. Repeat impedance test showed occasional measurements >20,000 ohms and occasional measurements of >10,000 ohms on all contacts. The connectors and neurostimulator connection were checked. A snap lid connector cable was used to check impedances again and showed all measurements to be >20,000 ohms. After repeat attempts, the physician finished the implant procedure. Five hours after surgery the neurostimulator was turned on. All impedances were >10,000 ohms and the patient did not feel stimulation. The voltage was increased to 9 volts and the patient felt high stimulation in his leg. Group impedance was around 2000 ohms. Stimulation was turned down and the patient felt stimulation in good area. Impedances were checked again and showed >20,000 ohms. The following day, the patient felt good stimulation and impedances were within normal limits (around 600 ohms). The patient incurred no injury. No surgical revision was needed.